Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The adjustable pressure limiting valve was replaced, and the unit was returned to service. The customer contact reported there is no patient information available.

Event description:
The hospital reported the unit was over delivering sustained pressure during a case. There was no report of patient injury.